Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrs0035 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the device failed to flush. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occlusion was unconfirmed since the problem could not be reproduced. One 20 ga x 0.75 in safestep infusion set was returned for investigation. The device was returned in opened packaging with pn: lh-0031yn and ln: asdrs0035. The needle cover was present over the needle. The needle cover was observed to be deformed and compressed. The sample was flushed with water using a 12 ml syringe and no obstructions were observed. The safety mechanism was able to be successfully activated. Since the reported issue of unable to flush was not able to be replicated during function testing of the sample, the complaint is unconfirmed. A lot history review (lhr) of asdrs0035 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the device failed to flush. No other information was provided.